Event description:
The customer reported that the material of the irrigation tube was "thin" at one point and tore upon irrigation.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction since a balloon not inflated properly may lead to an increase in leakage of fecal material. This may expose the pt to the risk of wound contamination/infection. The "precautions and observations" section of the product insert instructs the end users to provide for skin care and interventions as some "leakage of stool around the device" is to be expected. Thus, the standard clinical practice is to cover wounds with barrier dressings to facilitate healing and reduce the risk of potential fecal contamination. No additional info has been provided to date. The reporter was unable to confirm the lot number. Therefore, we cannot determine the specific manufacturing site. A return sample for eval is not expected.